Event description:
It was reported that the device won't turn on / off. There was no patient involvement.

Manufacturer narrative:
Additional information: h10 (investigation results). Correction: d10: h6 (method, results, conclusion). The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn: (B)(6) was performed from the date of manufacture 12/03/2018 to the present date 12/07/2020 and note that this device has been returned for service once which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
Although requested, the affected device have not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device won't turn on/off. There was no patient involvement.